Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an anterior cruciate ligament surgery the screw broke. There was no harm for patient, operator or third party. The surgery was finished successfully with a new screws. It was not necessary to switch the surgical technique or do a second surgery. Update 12-dec-2022: the screws broke off inside the patient. All broken pieces could be retrieved from the patient. The procedure was completed with new screws from the same manufacturer.